Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the weight, MFR contact last name, additional MFR narrative, describe event or problem and outcomes attrib to adv event. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. This supplemental report is being filed to correct the e1: initial reporter title, initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter city, initial reporter state, initial reporter zip/post code, initial reporter fax, h2: health professional, h3: occupation, h6: patient codes and patient code description, and in h10: additional MFR narrative.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted. It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and both the ICD and a non-boston scientific right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The device was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the weight, MFR contact last name, additional MFR narrative, describe event or problem and outcomes attrib to adv event.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted. It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. The patient was treated with intravenous antibiotics. A revision was performed and both the ICD and a non-boston scientific right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The device was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.